Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a starclose device after an interventional carotid procedure with an 8fr sheath. Reportedly, the clip was deployed on the skin and was removed by hand without the need for intervention. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were returned on the device. The reported clip malposition could not be confirmed as the clip was not returned and could not be replicated in a testing environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that may contribute to malposition of the device/clip of device include, but not limited to, inadequate nick and spread and/or device pulled back during clip deployment. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.